Event description:
This spontaneous case was received on (B)(6) 2014 from a consumer and concerned a female pt of an unreported age. The pt's med history and was not reported. On an unk date, the pt started treatment with sculptra, in the form of poly-l-lactic acid injection, administered into the roof of the mouth (to treat hollow eyes). It was reported that pt was also administered with "pgp." The batch number used was not reported. On an unk date, approximately three weeks prior to report, the pt was hospitalized for surgical removal after the sculptra became lumpy. The outcome of the event was unk. The reporter did not provide a causality assessment. This case was forwarded to valeant (B)(4).